Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of visit to the physician prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7082715/ 7082803.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure.